Event description:
The customer reported the system failed to display a usable live fluoroscopic image. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The single board computer was replaced. The system was then found to be operating as intended.